Event description:
Additional information was received that the right atrial (ra) lead was explanted due to a dislodgment. The lead was sent to the hospital's pathology department and may be returned for analysis after return of the lead to the local field representative. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that a couple of days post implant the patient reported feeling stimulation. Upon interrogation external stimulation and right atrial (ra) loss of capture were observed. There was concern over a lead dislodgement, thus the physician opted to electrically abandon the ra lead by reprogramming the device to vvi. A lead revision procedure will be scheduled in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with dried tissue entwined in the helix. Visual inspection revealed a cut in the insulation at 235 mm from the terminal pin and the conductor coils deformed at 230 and 235 mm from the terminal pin. Analysis was unable to confirm the field allegation of dislodgement as there was nothing visually wrong with the lead that would cause a dislodgement. It was determined that the conductor coils were deformed and the lead was cut due to the suture sleeve tie down.